Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had no delivery error alarm initially but when they trying to clear it, stuck in a loop performing a rewind and priming. The customer¿s blood glucose was 392 mg/dl and feeling ok. The customer was assisted with troubleshooting. Customer stated that they did not receive second series of beeps nor did numbers appear on the screen. Customer stated that they performed a 5.0 unit fixed prime and insulin did not exit. Customer stated that they run manual prime with empty insulin pump until piston reaches end of travel and insulin pump did not alarm with no reservoir. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.